Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer inquired about the audio issue. They received a low battery alert and replace battery now at night but they did not hear the alarms due to the audio issue. The customer's blood glucose rose to above 30 mmol/l. They had high ketones and felt sick. The customer's current blood glucose was 23 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with normal operating currents. No unexpected low battery alert or replace battery now alarm noted. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in pump history.